Event description:
It was reported that on (B)(6) 2010, the patient was admitted with an ischemic infarction involving the right fronto-temporo-parietal region. On (B)(6) 2010, the patient underwent stenting in the left internal carotid artery with the acculink stent. On (B)(6) 2010, the patient developed confusion and a CT scan showed a cortical hemorrhage over the right frontal region. The neuro surgeon's notes state that this could be a new stroke or a minimal hemorrhagic transformation of the initial stroke. The neuro surgeon goes on to say that the CT results could represent a luxury perfusion, bleed from heparinization, or least likely, residual contrast from the stenting procedure. The bleed did not require surgery. The patient was prophylactically started on an anti-convulsant medication, keppra. Plavix was discontinued. The patient's condition is continuing, but improved. A CT scan from (B)(6) 2010 showed, that the hemorrhage was resolving and there were no new areas of hemorrhage or infarct. The patient was discharged on (B)(6) 2010 to a rehabilitation facility.

Manufacturer narrative:
(B)(4). There was no device malfunction reported that could have contributed to the event. Stroke and hemorrhage may occur during this type of procedure and as listed in the instructions for use are known potential adverse events associated with the use of the product. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.